Event description:
The jetstream g3 l device was advanced to treat multiple lesions located in the proximal to distal superficial femoral artery (sfa) and into an in-stent restenosis (isr) lesion in the popliteal artery. The device was introduced and a pass in the minimum diameter mode was completed without any problems. It was then decided to make a pass in the maximum diameter mode. After the first 50mm, the device experienced severe resistance. The physician decided to try the minimum diameter mode and the device still experienced severe resistance. The device was then removed and an angiogram was taken. The angiogram revealed a severe dissection with no flow. A stent was used in the proximal sfa to successfully treat the dissection. The pt is doing fine.

Manufacturer narrative:
There was no indication, based on the physical eval of the returned device and the reported event, that the device failed to perform as intended (causing a malfunction) leading to the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 l system and is listed as a potential adverse event in the IFU. It is important to note that a spider guidewire was used in this case, but is not a compatible accessory. The IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 l system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 l system." Lastly, in-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 l system has not been established in this group of pts) in the IFU.